Event description:
A malfunction was reported by the caller, who experienced recurring issues with their pump. There was no adverse impact to the customer's blood glucose level. The customer performed a pump reset and was assisted with a cartridge reload. As the malfunction persisted, cts planned to replace the pump, sending a new unit with updated software. The customer agreed to use their current pump until the replacement arrived and acknowledged the need to program new settings and connect their cgm. The customer was also guided on returning the faulty pump to tandem.